Event description:
It was reported that ht70 plus ventilator top membrane light emitting diode was intermittently flashing on/off. Patient involvement information was not provided by the customer. The ventilator was evaluated and the customer reported condition was confirmed. It was reported that the top membrane was intermittently illuminating along with the cancel, up/down arrow buttons were not responsive. The tope membrane was replaced, which resolved the condition. The ventilator passed self-testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during service, a ht70 plus ventilator top membrane light emitting diode was intermittently flashing on/off. The ventilator was not in use on a patient at the time of the reported event.